Event description:
Reportedly, the ICD involved in this MDR report was interrogated in its commercial packaging before the implantation: as the charge time of the high voltage capacitors was > 40 seconds and the following measurement attempts failed, it was decided to use another device, solving the problem. The subject device was returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.